Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: unknown batch#: unknown it was reported that the bd 5 ml syringe had a drug potency issue. The following information was provided by the initial reporter: "specifically, we have seen irregular ph shifts in our ephedrine sulfate/ns product when using your 5 ml syringe packaged in a 25-unit convenience pack. We know this product to be very sensitive to ph shift. Recently, we had two batches of product fail for ph testing and upon expanded testing, we measured an overall failure rate of 16%. In other words, most filled syringes have a ph that is within the expected range, with some small amount of variability. However, 16% of those syringes will have ph failures outside of our acceptance range. We haven¿t seen this issue over several years making the product, and the failure rate is too high for us to have not detected it over this period. We have done an internal investigation and ruled out our manufacturing process/components as the cause. Therefore, I¿m wondering if bd has made any recent changes to their manufacturing process of the 5 ml syringe, or if there is some normal manufacturing variation that could explain this. For example, varying amounts of silicone lubricant could be the cause." Verbatim: rcc received a complaint via email. Email(s) attached. Specifically, we have seen irregular ph shifts in our ephedrine sulfate/ns product when using your 5 ml syringe packaged in a 25-unit convenience pack. We know this product to be very sensitive to ph shift. Recently, we had two batches of product fail for ph testing and upon expanded testing, we measured an overall failure rate of 16%. In other words, most filled syringes have a ph that is within the expected range, with some small amount of variability. However, 16% of those syringes will have ph failures outside of our acceptance range. We haven¿t seen this issue over several years making the product, and the failure rate is too high for us to have not detected it over this period. We have done an internal investigation and ruled out our manufacturing process/components as the cause. Therefore, I¿m wondering if bd has made any recent changes to their manufacturing process of the 5 ml syringe, or if there is some normal manufacturing variation that could explain this. For example, varying amounts of silicone lubricant could be the cause.

Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Event description:
Material #: unknown batch#: unknown. It was reported by customer that specifically, we have seen irregular ph shifts in our ephedrine sulfate/ns product when using your 5 ml syringe packaged in a 25-unit convenience pack. We know this product to be very sensitive to ph shift. Recently, we had two batches of product fail for ph testing and upon expanded testing, we measured an overall failure rate of 16%. In other words, most filled syringes have a ph that is within the expected range, with some small amount of variability. However, 16% of those syringes will have ph failures outside of our acceptance range. We haven¿t seen this issue over several years making the product, and the failure rate is too high for us to have not detected it over this period. We have done an internal investigation and ruled out our manufacturing process/components as the cause. Therefore, I¿m wondering if bd has made any recent changes to their manufacturing process of the 5 ml syringe, or if there is some normal manufacturing variation that could explain this. For example, varying amounts of silicone lubricant could be the cause. Verbatim: rcc received a complaint via email. Email(s) attached. Specifically, we have seen irregular ph shifts in our ephedrine sulfate/ns product when using your 5 ml syringe packaged in a 25-unit convenience pack. We know this product to be very sensitive to ph shift. Recently, we had two batches of product fail for ph testing and upon expanded testing, we measured an overall failure rate of 16%. In other words, most filled syringes have a ph that is within the expected range, with some small amount of variability. However, 16% of those syringes will have ph failures outside of our acceptance range. We haven¿t seen this issue over several years making the product, and the failure rate is too high for us to have not detected it over this period. We have done an internal investigation and ruled out our manufacturing process/components as the cause. Therefore, I¿m wondering if bd has made any recent changes to their manufacturing process of the 5 ml syringe, or if there is some normal manufacturing variation that could explain this. For example, varying amounts of silicone lubricant could be the cause.